Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that after a da vinci-assisted hysterectomy - malignant surgical procedure, when flushing the canal of the maryland bipolar forceps instrument, a small white ring fell off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a dislodged flush tube at port #1 of the backend. Additionally, no physical damage was observed at the wrist assembly. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.